Event description:
It was reported that the patient presented in clinic for initial implant procedure. Post procedure, it was found via chest x-ray that the right ventricular (rv) lead had dislodged. The rv lead was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
A full lead was returned in one piece for analysis. After cutting and cleaning the lead, the helix was able to extend and retract. Specification measurements, electrical testing, visual and x-ray examination were normal with no anomalies found.